Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/13/2016 that an issue occurred with an enteral feeding bag. The customer reports that when adding irrigation water for enteral nutrition they find water escapes because the equipment is broken.